Manufacturer narrative:
The getinge field service engineer (fse) that encountered the reported issue during the preventative maintenance (pm) replaced the assy helium reservoir to fix the issue. During functional testing fse found that the drive manifold test was failing and the top display had a vertical blue line down the left side of the display. Replaced the drive manifold and the top display assembly and performed a full functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The pm was completed and the iabp was then released and cleared for clinical service.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) unit was leaking helium. There was no patient involvement.